Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A sealed bag containing a small metal wire was received for a manufacturing evaluation. The wire had a light purple hue, which is the approximate color of the 04.210.120 screw. An opened cardboard package bearing a synthes name and logo was also received. The lot number on the package did not appear in the monument database. Without a viable lot number, nor a physical screw with the wire wrap still in place, a complete review is not possible. This complaint is judged to be indeterminate from a manufacturing standpoint.

Event description:
It was reported that the doctor noticed a foreign substance before insertion of the screw and took it out of the body. Since it seemed that the screw itself was no problem, the screw was used as it was. Only the shaving was retained. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.

Manufacturer narrative:
A review of device history records for manufacturing revealed no complaint related issues.